Manufacturer narrative:
Continuation of medical devices: product ID 977a260, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain and multiple back operations. The patient was having a lead revision on the day of the report because their lead migrated on an unknown date. The rep wanted to review the mechanics of telemetry when working with the ins intra-operatively. Technical services reviewed information with the rep. No further complications were reported/are anticipated.